Manufacturer narrative:
The implanted device remains.

Event description:
It was reported that the patient experienced extrusion of the electrode through the eardrum. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2017.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery. This report is filed on june 30, 2017.